Manufacturer narrative:
The device was inspected on site by a service technician. The reported symptom ¿device alarmed for apnea flow¿ could not be reproduced. No error log entries were found which are in relation to the reported events reported for (B)(6) 2015. During automatic ventilation apnea alarms are generated if the breathing pressure monitor and/ or the respiratory volume monitor does not sense a valid breath for a specified period. The fabius device will generate a high priority alarm ¿apnea pressure¿ and/ or ¿apnea flow¿. Switching to manual ventilation is possible. No device failure was found. There are several possible root causes for the reported symptom e.g. An obstruction, a leakage or a not adequate fresh gas flow. As no additional information was received the root cause for the reported events could not be determined. The device was put back into operation without further problems reported.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine alarmed for 'apnea flow' and it appeared that breaths were not being delivered in automatic vent mode. The case was completed by manually ventilating the patient. No patient injury reported.